Event description:
A customer reported experiencing a cartridge alarm 30 with their insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. In response, the customer planned to use a backup insulin pump, and tandem technical support arranged to send a replacement pump with updated software.